Manufacturer narrative:
The device has not yet been returned for evaluation. If additional information becomes available following device evaluation, a supplemental report will be filed. The instructions for use warn, "if the endoscope or endotherapy accessory cannot be withdrawn from the patient smoothly, do not attempt to forcibly withdraw it. Rather, withdraw the endoscope carefully. If the endoscope cannot be withdrawn from the patient, consider removing it through open surgery and take proper measures. Forcibly withdrawing the endoscope or endotherapy accessory may cause patient injury, bleeding, and/or perforation. If any irregularity with the endoscope is observed, contact olympus".

Event description:
It was reported the distal end of the wire broke and the tip seized up into a curl during a procedure. The customer explained that due to the reported event of the distal tip curling up inside of the patient they almost had to take the patient to surgery in order to remove the scope. A gastrointestinal specialist (md) came in and helped guide a wire or another scope which straightened the distal end out and then he advanced it a little and rotated it and it straightened out enough to remove the scope.

Manufacturer narrative:
This supplemental report is being filed to update section b5 with additional information related to the event received from the customer.

Event description:
The type of procedure being performed was bronch. The reported event occurred at the end of the procedure. The scope was kinked the doctor used a 2nd scope to push it into the bifurcation then unplugged the scope and twisted the kink out. Upon removal scope had a crooked tip and was sent in for examination and repair. No et tube was used prior to the kink. Patient was intubated once the scope became stuck. The et tube was inspected prior to use and there were no abnormalities. The bending rubber, and the bending rubber glue did not detach from the scope. There was no bleeding observed to the patient as a result. The procedure was completed using the scope as the event occurred at end of event. The patient did not require additional time or treatment. Patient was observed in recovery and discharged home. The scope was inspected prior to use with no observed abnormalities.